Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer inadvertently entered their blood glucose value instead of the carbohydrate value and delivered a bolus. Customer realized the error and stopped insulin delivery. Review of pump history with tandem technical support showed that 1.0 unit of insulin had been delivered prior to insulin delivery being stopped. There was no impact to the customer's blood glucose level.